Manufacturer narrative:
Complaint pump returned for evaluation. Visual inspection found the pump to be in poor condition. The lcd and force sensor were both damaged. The check clutch error that was reported was not found in the event history nor found during evaluation. Unable to confirm the reported issue.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.